Manufacturer narrative:
The diamond clean smart charger is an accessory to the sonicare toothbrush. The model and serial number of the charger were not provided. Device manufacturing date not available due to charger not being returned.

Event description:
Consumer called stating that their sonicare power toothbrush charger caught on fire. No injuries reported.

Manufacturer narrative:
The root cause of the customer's complaint is a burned charger.